Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two inappropriate shocks. The system as tested in clinic with noise able to be reproduced. The suspected cause of the observed oversensing was electrode fracture. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.